Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the device has been working as intended. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they got an ultrasound dog device and used it on their dog. They couldn't say it was the cause, but they had used it since then and it showed no increase since then. They were questioning whether the ultrasound device could have been the cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated that yesterday he was using a super ultrasonic dog chaser (high frequency) when he noticed his stim was uncomfortable. Patient stated that he checked his settings and his stim was at 1.8v, normally at 1.0v. Patient stated that he did not increase stim to this level, but when he decreased back down stim was comfortable again. Patient main reason for call was to know if this item could possibly cause stim to increase. Patient stated his stimulator has been working since implant except for this instance. No further patient complications are anticipated or expected asa result of this event.